Event description:
Boston scientific received information from the customer contact center that this clinic nurse requested that a local representative call the clinic scheduling department. The patient has been scheduled for a lead revision procedure. The local representative contacted the event analysis department to report that during a scheduled follow-up of this patient's competitor device, the measured right atrial (ra) pacing impedance was greater than 3000 ohms. The patient was presented to the electrophysiology (ep) laboratory and the ra lead was surgically capped and replaced. There were no additional adverse events reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.